Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the connector pins. The system is operating as intended.

Event description:
The customer reported that the 7700 system was having problems with mechanical movements. No pt injury was reported.